Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not received at site. The reported complaint could not be verified. Manufacturing record review: the manufacturing po (production order) was evaluated and the devices were manufactured within specifications. The units were released according to specifications. A complaint history search was performed and the search revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was explanted and a vitrectomy was performed. No other information was provided.